Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related files - 2210968-2022-04849, 2210968-2022-04850.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. The suture caught and the suture broke during continuous suturing. Also the thickness of the suture was uneven. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/28/2022. H3 investigational summary: one empty open foil, one empty labeled winding former and several suture pieces of product code d5890 were returned to ethicon for analysis. Upon visual inspection of the sample received, the strand was observed with body fluids and broken in several pieces due to degradation process caused by exposure to environment. The product code d5890 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in cavity were observed. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one empty open foil, one empty labeled winding former and several suture pieces of product code d5890 were returned to ethicon for analysis. Upon visual inspection of the sample received, the strand was observed with body fluids and broken in several pieces due to degradation process caused by exposure to environment. The product code d5890 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. In addition the foil was not returned to evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related files - 2210968-2022-04848, 2210968-2022-04849, 2210968-2022-04850.